Event description:
Customer reported via phone, he had issues with his current insulin pump so he reverted to his old insulin pump. The device is super glued and taped together as his current device he mailed out and is lost. Customer's blood glucose was 300 mg/dl. Customer reported the device had cosmetic damage. It had cracks and the drive support cap was coming out. The damage was located by the up arrow and the bolus buttons. Customer is unaware how damage occurred. Customer stated the drive support cap popped out, so he pressed it in, and then super glued it in place. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer is receiving a replacement for the lost insulin pump. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-20682 to see report on the lost insulin pump.